Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent manifested by presence of fibrin in dialysate, stomach pain and fever. The cause was not reported. It was reported that the patient was hospitalized for the event. The patient was treated with ceftriaxone (1 gram), vancomycin (1 gram once in 5 days) and heparin intraperitoneally. At the time of this report, patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.